Manufacturer narrative:
(B)(6). The device was not returned, however companion samples were returned and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Functional test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between a cassette and a transfer set. The cassette did not screw on tightly to the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.